Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) checked the station and instructed the customer to power it down. After a few minutes, the station was powered back up and recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not opening and failed to recover. The customer rebooted the station and attempted to recover the drawer; however, these efforts were unsuccessful, and the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.